Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced postoperative right-sided grade iii/IV capsular contracture and left-sided device migration. The patient had a consultation with a healthcare professional on (B)(6)2020. The patient¿s right breast had become hard and left breast had fallen out laterally. When the patient flexed her right pectoral muscle, she experienced discomfort. As a result, the patient underwent bilateral removal and replacement with two 415cc mentor memorygel breast implant prostheses (catalog #: shpx-415, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2020. This is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).